Event description:
A customer reported accidentally delivering too much insulin due to completing the fill tubing step while connected to the pump. Despite this, there was no adverse impact on the customer¿s blood glucose level, as it was not below the critical threshold. Technical support advised the customer to always follow the pump prompts to prevent over-delivery of insulin, and the customer acknowledged this guidance. No further actions by the customer were reported, and technical support instructed the customer to contact their healthcare provider for additional assistance.